Event description:
It was reported in a pharmacy journal that a lawsuit was filed by the family of a woman who died last december after undergoing surgery to repair an abdominal aortic aneurysm. The suit is charging that the pt's death was due to an overdose of nipride which occurred after the tubing for the drug was removed from the pump without the "gravity clamp" being engaged.

Manufacturer narrative:
It was reported that the infusion pump catalog number was most likely 2m8048. It was reported in the previous MDR as 2m8043.